Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that the lead exhibited loss of capture threshold and low sensing. The lead was explanted and replaced. The patient experienced no adverse consequences as a result of the event.